Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was diagnosed with a stoma site infection and was treated with keflex oral antibiotic. The stoma infection subsequently improved. The patient's family decided to discontinue the duopa therapy, but 2 attempts to surgically remove the peg tube were unsuccessful.